Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3d max may have caused or contributed to the reported event. During the procedure, during which the 3dmax was explanted, the attorney alleges that the mesh was noted to be "embedding into the spermatic cord" . No medical records have been provided and no sample has been returned. While it is unclear what meant by "embedding", adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard". Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent right inguinal hernia repair. A bard/davol 3dmax was implanted in patient during this repair. On (B)(6) 2017: the patient underwent partial removal of the failed 3dmax. During the procedure, the doctor noted that there was ¿mesh embedding into the spermatic cord.¿ the patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.